Event description:
The patient was admitted for a ventricular tachycardia (vt) ablation procedure. It was reported that the patient had an implantable cardioverter defibrillator (ICD). The his catheter was a st. Jude medical 8 pole. The right ventricle (rv) catheter was a st. Jude medical 4 pole. The ablation catheter was a navistar thermocool. A venous access and transseptal puncture were performed and the navistar thermocool catheter was introduced into the patient¿s left ventricle (lv). Anatomical mapping of the left ventricle (lv) was performed with the voltage map at the same time. The patient had spontaneous vt¿s episodes. Voltage map was changed for the local activation timing (lat) map. The patient hemodynamically tolerated those vt episodes. There was spontaneous termination after seconds at each episode (<60 sec each). At one time, the tolerated vt changed morphology to fast vt during the lat mapping, which was no longer hemodynamically tolerated. The mapping was stopped and the carto location pad was turned off. Defibrillation was performed which resulted in getting the patient back into sinus rhythm. The patient stayed in sinus rhythm and mapping was continued. However, an episode of fast vt occurred again, and after defibrillation the patient suffered a vt storm which led to ventricular fibrillation. There was hemodynamical breakdown of the patient. Defibrillation was performed without success. The physician pulled back the navistar catheter out of the heart. The nurse then began performing a heart massage. No pleural effusion was detected at ultrasound.

Manufacturer narrative:
Per request, the physician has provided additional information on (B)(6) 2014. The patient's death was related to disease nature with ventricular tachycardia (vt) storm degenerating into ventricular fibrillation (vf). No ablation was performed during the procedure. Perforation due to mechanical catheter manipulation was excluded by teams thoracic echo. (B)(4).

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant products: 1.carto 3 system: model #:m-4800-01, serial #: (B)(4). 2.coolflow pump: model #:unknown, serial #:unknown. 3.stockert generator: model #: unknown, serial #: unknown. 4.coolflow tubing set model #: d-1233-01-s: lot #:unknown. 5.c3 interface cable - therapeutic model #: d-1286-04-s, lot #:unknown. (B)(4). Resuscitation was established with the lucas system. The navistar catheter was pulled out from the patient. There was no damage on the catheter. The navistar catheter showed full functionality. Full deflection was possible during mapping. There had been approximately 30 minutes of resuscitation with the lucas system. Then surgeons tried to get extracorporeal membrane oxygenation (ECMO) at the patient, but only very little flow could be established. They tried several accesses to the veins and arteries. At this point, no catheter was inside the patient any more. After 90 minutes, further resuscitation was cancelled. Stimulation of the catheter electrodes had been possible but without success, cardioversion/defibrillation had been possible (2 sinus beats) but was not successful. Resuscitation and ECMO could not establish sufficient circulation. The patient was declared deceased. Upon request, additional information was provided on the event. The physician¿s opinion on the causality of the adverse event is that it was possibly procedure related. The patient¿s baseline health status before the procedure was that the patient had an ICD implanted due to an ischemic vt after myocardial infarction and was treated with anti-arrhythmic drugs.